Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for leakage was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd was able to confirm the customer's indicated failure mode through the evaluation of photos. Fifty-one customer samples were tested for sleeve leakage, and no defects were observed. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that blood leaked out the back end of the luer onto the tube and holder in the bd vacutainer® ultratouch¿ push button blood collection set. No serious injury or medical intervention.